Event description:
It was reported that the customer's were meeting resistance when administering a vaccine or shot while using the bd safetyglide¿ needle. No patient impact. The following information was provided by the initial reporter: good day my employees in pediatrics found that this lot number of needles has been causing issues when they go to give medication.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1340735. The review revealed there was documentation for this type of defect during the production run of needle supplier lot number 1214992 which is one of the lot used in the manufacturing of the final lot 1340735 had clogged needles issue due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the device history record review analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the customer's were meeting resistance when administering a vaccine or shot while using the bd safetyglide¿ needle. No patient impact. The following information was provided by the initial reporter: good day my employees in pediatrics found that this lot number of needles has been causing issues when they go to give medication.